Event description:
It was reported that the rechargeable battery smoking and sparking while in use. There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.

Event description:
Correction: the correct device brand name (d1) is cp1110 power extend rechargeable battery; not cp1000 standard rechargeable battery as previously reported.